Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella cp did not start. The device was replaced. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned pump was visually inspected and a catheter kink next to the motor was observed along with a fractured guidewire in the outflow cage. The catheter kink was indicative of excessive force and likely the cause of the guidewire fracture. The root cause of the pump unable to start was a damaged guidewire as a result of excessive force. This report is being filed as part of a retrospective review of historical records.